Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller said the pt's device has been non functioning since 2019 when the pt was in a coma and had some tests done and it quit working after that. Technical services redirected to managing hcp to address device issue and determine MRI eligibility. No symptoms were reported.